Event description:
It was reported that the compressor could not power up due to blown fuse. There was no patient involvement. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A field service engineer has been on site for troubleshooting. The backside of the compressor was covered with clumps of dust. The mains outlet where two fuses slide into the metal was found darkened as well as the end of one of the fuses. The mains outlet and both fuses were replaced. The replaced parts have been requested for investigation but not yet received. A follow-up medwatch will be sent when investigation is completed. (B)(4).